Event description:
Pt was admitted to the intensive care unit. While attempting to infuse medication, staff went through 3 sets before getting fourth to function. Pt's blood pressure was monitored, and it dropped significantly, while the staff attempted to locate a functioning set. Pt was not injured.